Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the expiration date on the test strip vial was 10/31/2024. The actual expiration date is 05/31/2023 for test strip lot number 480387.